Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag, provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device returned with the basket fully retracted, and no visible damage was noted. During a function test the basket was able to advance and retract when the handle was manipulated. However, significant friction was noted when manipulating the handle making advancement and retraction difficult. The basket was fully formed and intact. The handle was disassembled and it was confirmed that the drive wire remained securely connected to the handle cannula without visible damage. Note: the handle cannula became slightly bent during handle disassembly due to force being applied. The solder joint connecting the drive wire and handle cannula was smooth, and showed evidence of buffing. Resistance was observed when placing the handle cannula into the purple hub, this is the likely source of friction observed during handle manipulation. The handle cannula's outer diameter was measured at the widest points when measuring along the length at various locations, it was at the high end of the acceptable range though still within specification. A lab meeting with manufacturing engineering and production management was held 02/20/2024. During this meeting it was observed that friction occurred during handle manipulation as the cannula passed through the purple hub and some friction was noted within the white handle. This friction may be due to a slight bend noted at the purple hub. Due to the outer diameter of the cannula being at the larger end of the range, minor deformations which may increase the cannula's contact with other handle components are likely contributing to the difficulty reported by the customer. Slight damage from the friction can be observed on the surface of the cannula under magnification. However, we are unable to determine conclusively when or how this damage may have occurred. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the reported difficulty advancing and/or retracting the basket. This difficulty was determined to have been due to slight deformation or bending of the purple hub and/or cannula increasing friction during handle manipulation. However, a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The IFU states: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization." Prior to distribution, all web ii memory extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. This testing includes manipulation of the handle to advance and retract the basket. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The IFU states: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization." Prior to distribution, all web ii memory extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for an ercp for stone removal, the physician prepared to use a cook web ii memory extraction basket. It was reported that when the user opened the package and injected the water, they discovered that the handle was stuck. They could not push or pull it. [Unable to advance or retract basket - subject of report]. User then changed to another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.